Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the battery tube noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. The contacts was not missing, damaged, or corroded. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.